Manufacturer narrative:
No instruments were affected as a result of the reported event. The employee subject of the reported event sought medical treatment and returned to work. The user facility stated that a rack from a reliance synergy washer got stuck on the scs conveyor system when attempting to move a rack from the conveyor system to the transfer cart. The employee subject of the reported event attempted to manually move the rack to the transfer cart and injured her shoulder in the process. The scs conveyor system operator manual states in section 4.3.3 the proper unloading practices from the scs to the transfer cart and states specifically "warning - personal injury hazard: when rack is present on load or unload table, keep fingers and hands away from wash chamber door and moving rack." A steris service technician arrived on site, inspected the scs conveyor system, and identified it was misaligned to the transfer cart, causing the racks to get stuck on the scs. The technician realigned the scs and transfer cart, tested the units, and confirmed them to be operating according to specification. Steris offered the user facility in-service training on the proper usage of the scs and transfer cart, specifically the unloading process from the scs to the transfer cart and the user facility accepted. No additional issues have been reported.

Event description:
The user facility reported an employee was injured when moving a rack from their scs conveyor system to the transfer cart. Medical treatment was sought and administered.